Event description:
During a hartman's procedure, the blade did not cut. The surgeon applied another device without pt injury.

Manufacturer narrative:
1/22/1998-supplemental report #1 sent to FDA. Device not available for evaluation.